Event description:
The complainant has reported that a female pt (age unknown), diagnosed with pancreatic cancer, underwent a therapeutic procedure for placement of a rx wallstent biliary endoprosthesis for treatment in 2006. Eight months later, during an ercp, the wallstent was noted to be almost fully migrated into the duodenum. The stent was rubbing up against the opposite side of the duodenum resulting in irritation to that location. The migrated stent was removed and another device positioned and placed without issue.

Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis is not available, and we are not able to determine the relationship between this device and the cause for this event at this time. Should further relevant details become available; a supplemental medwatch report will be filed under the appropriate sequence number.